Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power error 25 alarm noted during testing. However, power error alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 900 mg/dl at the time of the incident. The customer was at 180 to 288 mg/dl on the day of the call. The customer was given insulin via a hospital pump to treat the high. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. The customer reported getting power error detected alarms. The customer reported a bent infusion set cannula. The customer mentioned that their settings were not accurate per their health care professional. Troubleshooting was not completed. The customer stated they've had a lot of health issues and infections lately. The insulin pump will be returned for analysis.